Event description:
It was reported that the patient experienced communication issues and loss of stimulation with their spinal cord stimulation (scs) implantable pulse generator (ipg) after receiving electromagnetic transduction therapy (emtt) in another hospital without their permission. The patient stated that stimulation was on when they received the emtt and they experienced a burning smell in their nose. After the emtt, the patient could not change anything on her remote control because the ipg was unresponsive. The patient went to the hospital to try to resolve the ipg communication issue, but it could not be resolved. As a result, the physician planned to replace the ipg. The patient underwent a revision procedure and the ipg was explanted and replaced. The patient was doing well postoperatively.

Event description:
It was reported that the patient experienced communication issues and loss of stimulation with their spinal cord stimulation (scs) implantable pulse generator (ipg) after receiving electromagnetic transduction therapy (emtt) in another hospital without their permission. The patient stated that stimulation was on when they received the emtt and they experienced a burning smell in their nose. After the emtt, the patient could not change anything on her remote control because the ipg was unresponsive. The patient went to the hospital to try to resolve the ipg communication issue, but it could not be resolved. As a result, the physician planned to replace the ipg. The patient underwent a revision procedure and the ipg was explanted and replaced. The patient was doing well postoperatively.

Manufacturer narrative:
The returned ipg was analyzed and revealed that the device would not charge despite multiple attempts. No link was established when attempted with a known good remote control (rc) and clinical programmer (cp), therefore no functional testing could be performed. Internal electrical measurements confirmed excessive sleep current and low vh (high voltage) node impedances. Thermal imaging confirmed a hot spot at the application-specific integrated circuit (asic). A labelling review was performed for the ipg and it did not reveal any anomalies. The instructions for use (IFU) states that the following medical therapies or procedures may turn stimulation off or may cause permanent damage to the ipg, particularly if used in close proximity to the device: lithotripsy, electrocautery, external defibrillation, radiation therapy (any damage to the device by radiation may not be immediately detectable), ultrasonic scanning, and high-output ultrasound. These are known risks of implanting a pulse generator as part of a system to deliver spinal cord stimulation. X-ray and computerized tomography (CT) scans may damage the ipg if stimulation is on. X-ray and CT scans are unlikely to damage the ipg if stimulation is turned off. Ultimately, however, the device may require explantation as a result of damage to the device. If the patient is required to undergo lithotripsy, electrocautery, external defibrillation, radiation therapy, ultrasonic scanning, or high-output ultrasound, x-ray or CT scan, they are instructed to turn off stimulation at least five minutes before the procedure or application. All equipment, including ground plates and paddles, must be used as far away from the ipg as possible. Every effort should be taken to keep fields, including current, radiation, or high-output ultrasonic beams, away from the ipg. Equipment should be set to the lowest energy setting clinically indicated, and patients should be instructed to confirm ipg functionality following treatment by turning on the ipg and gradually increasing stimulation to the desired level. Based on all available information, it was determined that the reported event of the patient experiencing communication issues and loss of stimulation was confirmed through technical analysis. The returned ipg was analyzed and would not charge despite multiple attempts. No link was established when attempted with an rc and cp. Internal electrical measurements and thermal imaging confirmed that the asic is electrically shorted. This type of damage is typically caused by the ipg or lead exposure to the external sources of electromagnetic disturbance.